Event description:
Patient came as an outpatient for procedure, reclast infusion. Patient was also on meds for rheumatoid arthritis. IV started in right forearm without difficulty. Medication infused per protocol with pump -smart pump/hospira-. IV site assessed and without infiltrate. Once infusion was completed dressing - tegaderm- was removed from IV site gently. Lateral to the IV insertion site, patient noted a sliver of skin about the size of a quarter in a half moon shape was removed with the tegaderm. Site was dabbed with sterile gauze, "antibiotic" ointment was applied and a dry non-adherent dressing was applied. Patient was given remainder of the supplies. Product that was used for IV insertion: trinity sterile, reorder. This item was used to start an IV; it was a one time use product, but includes a 3m product tegaderm as well as enturia, chloraprep for cleansing the IV insertion site. The tegaderm is what pulled the skin. We don't know if it is related to the concurrent use of chloraprep and her skin condition which was intact at the time. Dates of use: 2009. Diagnosis or reason for use: reclast infusion- IV start kit.